Event description:
It was reported to philips that the device failed its operational check. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse performed an operational check on the device, and the mrx passed. The fse determined the mrx failed due to a charge button failure. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. Fse competed an operational check on the device and it passed; the fse determined the mrx failed due to a charge button failure. There is no indication of a systemic problem. No further investigation or action is warranted.